Event description:
Event description guidant received information that this atrial transvenous lead was exhibiting a pacing impedance measurement greater than 3000 ohms. These right and left ventricular leads were exhibiting loss of capture. Appropriate sensing was noted to be in question. No noise was recorded and no events were stored. Battery status is good. It was reported that this patient has not had an MRI or radiation therapy.